Manufacturer narrative:
B5: another same model/length lens was implanted on (B)(6) 2020 and the problem was resolved. The reporter indicated the cause of the event was unknown. H6 work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vicmo12.1 implantable collamer lens, -18.00 diopter, within the same surgery due to the lens was inserted upside down in the patients right eye (od). There was no patient injury. The surgeon did not implant another lens. Cause of the event was due to user error. The lens was damaged when it was removed from the eye.